Manufacturer narrative:
Concomitant medical devices: product ID: 97791, lot# n391015, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a confirmed 1st overdischarge. There was also pocket site pain and less than 50% therapy relief. The doctor felt it and thought the patient had gained weight and the battery was moving around in the pocket. The patient had some difficulty recharging about 2 months ago with no report of any reason. She was not sure if her battery was already discharged or if it truly became more difficult. They were current doing a physician mode recharge (pmr). It was later reported that the patient was back to getting effective therapy. The pocket site pain was no longer a complaint of the patient's.